Manufacturer narrative:
Concomitant medical products: concomitant product: non-defib, lead, model number: 407658, serial number: (B)(4), implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient mentioned that the physician mentioned that the implantable device was "overcharging". The patient will be going into the clinic to investigate the issue and possibly reprogram. The device remains in use. No patient complications have been reported as a result of this event.